Manufacturer narrative:
It was reported that the patient pack had a broken clip. The device was not returned for evaluation. A review of the manufacturing documentation confirmed that the device met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged clips can be attributed to deterioration and/or due to the handling of the pack. The unit, however, was not available for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that the patient¿s patient pack had a broken clip and was rigged together with the strap to keep the controller in place. The patient switched the patient pack to the waist pack until replacement was received. The patient pack was disposed of. There was no reported consequence or impact to the patient. No further information has been provided.